Event description:
It was reported a system error 2267 (air and fluid in line/set) occurred on a homechoice device during an unspecified step of automated peritoneal dialysis therapy or setup. Patient involvement is unknown, though there was no report of patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter - reported international phone number "(B)(6)". An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.